Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein their ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not use or charge their ipg for a couple of years. When attempting to establish a connection with external devices, an error occurred indicating the device is inoperable. As a result, surgical intervention may occur.